Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected out-of-range shock impedances on a competitor¿s right ventricular (rv) defibrillation lead. A review of the presenting electrocardiogram through the patient¿s remote monitoring system noted non-physiologic noise on the shock channel. Boston scientific technical services (ts) advised bringing the patient into the clinic for further evaluation. No adverse patient effects were reported. Surgical intervention was performed and the competitor's lead was surgically abandoned due to lead fracture.